Manufacturer narrative:
The device was returned to zoll medical corporation and the customer's report was not replicated or confirmed. The device was put through extensive testing which included bench handling and defib functionality testing using a simulator without duplicating the malfunction. The device was recertified and returned to the customer. Review of the device activity logs showed no evidence related to the customer's report. No trend is associated with reports of this type.

Event description:
Complainant alleged that during biomed testing, the device's defib output was out of specification. Complainant indicated that there was no patient involvement in the reported malfunction.